Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet charger cable was loose at the connection point and would not remain attached unless something was affixed to the cable, consistent with a charging system connectivity issue. Symptoms included no adverse clinical effects and no changes in blood glucose. Outcomes included no injury, no medical or surgical intervention, and no impact to therapy continuity. Investigation included technical troubleshooting with the user and a review of device performance, followed by provision of a replacement charger as a corrective action. Investigation of this case revealed a suspected faulty charging cable or connector that impaired stable power transfer. It was concluded that the event was related to a device component malfunction of the charger assembly, with no patient harm.